Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the biomedical department from the labor and delivery unit with an unsigned note stating "11/004/083". It was reported the alarm occurred prior to pt use. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004/130 (less than 2.0 volts on lithium battery) service code alarm. This was due to a depleted lithium battery. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.